Event description:
The reporter indicated that the device was being replaced due to a lead fracture; however, when removing the pacer from the pocket, the sidelock was found to be open and detached from the pacer.